Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a plastic circle at the top of the reservoir compartment that has come away and there is also a crack on the central button. Customer does not recall any significant events leading to the damage. Customer's blood glucose was 8.1 mmol/l. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case near belt clip corners, missing retainer and missing reservoir tube o-ring. Analysis was unable to perform displacement test due to missing retainer.